Event description:
It was reported prior to a laparoscopic nissen fundoplication the lcs jaws would not align. The instrument was not used. Another lcs was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.45052. Date sent: 11/13/1998. D5,6; h4: info not available, device not returned for analysis.